Event description:
The patient stated that her infusion device was in the stop mode and she was not able to place it back into run. She stated that she inserted a new power pack into the device, and she saw the stop sign on the display of the infusion device along with "s" flashing. She stated that she was not able to advance the menu of the device. The pt was instructed to insert another new power pack. The infusion device again displayed stop with a flashing "s" and she was not able to advance the menu. The pt stated that she also had elevated blood glucose of 600 mg/dl. She stated that a normal blood glucose reading for her is around 200 mg/dl. She stated that she felt really sick and gave herself insulin injections and bolused to lower her blood glucose. The pt's physician advised her to increase her hourly basal rate from 1.2 units per hour to 2.0 units per hour. The pt was advised to switch to her backup infusion device. Attempts to contact the pt for follow up were unsuccessful. Product was requested to be returned for eval.